Event description:
It was reported that during a cholecystectomy procedure, the reducer detached. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.